Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had blank display after low battery. Customer¿s blood glucose was 123mg/dl at time of incident. Customer had blank display even after battery replace. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify low battery alarm due to blank display. No moisture damage on electronics and motor noted.